Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 135 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit manual prime and plunger push. Insulin did exit. Customer was advised that insulin pump was working as designed. Customer also reported that the act button was not responding. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened escape and act button dome switches. Unable to verify battery out limit due to button keypad anomaly. Unable to verify excessive no delivery alarm due to button keypad anomaly. The insulin pump has cracked case at the display window corner and minor scratched display window.